Manufacturer narrative:
Mean age: 44.8; 16 females, 36 males literature citation: s.teyssedou, m. Saget, l.e. Gayet, p.pries, c. Breque, t. Vendeuvre "radiologic study of disc behavior following compression fracture of the thoracolumbar hinge managed by kyphoplasty: a 52-case series." (B)(4).

Event description:
A total of 52 patients {16 females, 36 males, mean age: 44.8(19-72 years)} were included, with mean follow-up of 18.6 months, vk fell from 13.9° pre-operatively to 8.2°at last follow-up. Dhi found significant superior disc subsidence (p=0.0001) and non significant inferior disc subsidence (p=0.116). Da showed significantly reduced superior disc lordosis (p=4*10-5). Supdhi correlated with vk correction (r=0.32). Pre-operative vk did not correlate with radiological degeneration of the adjacent disc. There was one case of superior disc leakage led to cement discitis and disc subsidence (supdhi 69.45% with onset of kyphosis.)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.